Event description:
Nurse reports testing pt on suspect device as blood glucose=404 mg/dl. The lab result came back as 200mg/dl. The pt had rec'd insulin (which she does not normally take) based on the suspect device result. Later the pt was tested and blood glucose=34mg/dl with a repeat of 83mg/dl. No further action was taken and pt is now fine. Controls were tested and they were both in range on the suspect device.